Event description:
A "sensor error" message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced a loss of consciousness and was not capable of self-treatment. The customer contacted the ambulance. Upon arrival, the emergency services obtained a blood glucose result of 38 mg/dl on the healthcare professional (hcp) meter. The emergency service administered glucose intravenously for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.